Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer pt specific instruments guides. After the cuts were made, the surgeon felt the femoral cut was in extension and internally rotated resulting in a severe notch of the femur. Post-op x-rays confirmed the femoral component is in extension and a severe notch in the anterior cut. The surgery was delayed with 30 min. No other injury or significant blood loss was reported.

Manufacturer narrative:
A review of the internal documentation and the actual guide is in progress. A f/u report will be filed when the root cause investigation is available.